Event description:
It was reported that a data error alert occurred, specifically alert 4. The customer's blood glucose level was measured at 511 mg/dl due to the issue. As a corrective measure, the customer administered a correction injection using multiple daily injections (mdi) and was informed by tandem technical support that some history logs may have been erased, but therapy remained unaffected. The customer decided to continue using the pump for insulin therapy and acknowledged the information provided.